Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 3/1/2018. Device evaluation: the sample was evaluated. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material residues were observed in the cartridge. Loose particles were observed on the lens surface that could be related to the handling of the product in a non-sterile environment. One of the haptics was observed stuck to the optic; the other haptic was in good condition. The lens was observed torn in the surface and at the edge. Therefore, the reported issue was verified. The condition in which the sample returned indicates that the product was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2017 and (B)(6) 2018. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that chunk of the intraocular lens was missing. Reportedly, the lens may have possibly been damaged when inserting into the cartridge, however it was observed when inserting into the eye. No damage to the eye occurred and the patient is fine. No further information was provided